Event description:
A malfunction alarm was reported during the pumping process. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the issue persisted. As a resolution, technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy.